Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio2 monitor sn (B)(4), strip lot 312525: inr=3.0; inratio2 monitor sn (B)(4), strip lot 333655: inr=6.7; laboratory inr: 11.0; therapeutic range: 2.0 - 3.0. The time between the inratio2 testing was five (5) minutes and the time between the inratio2 testing and the laboratory testing was nine (9) hours. Reportedly, the monitor was not in the correct mode when the finger stick was performed and the finger was milked after the finger stick. Additionally, the customer was using microsafe tubes. The patient was ordered bedrest until inr returned to therapeutic range. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
The inratio 2 pt/inr professional test strip lot #312525 referenced, is being reported under a separate medwatch report number 2027969-2014-00361. Investigation pending.